Event description:
It was reported that the t1 t2 fell off at the same time. No patient injuries.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed no ts or suture remain on the insertion needle. The depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned. Evaluation of the construct showed the suture has been cut where t2 normally resides, t2 is missing and was not returned. T1 and the suture show no abnormalities. The needle is bent on two planes. The condition of the device indicates that during placement of t1 the trigger was inadvertently advanced causing the pre-deployment of t2. Per the device IFU under warnings ¿do not bend delivery needle¿. Further investigation is not warranted at this time.